Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (2 grams, frequency and route not reported) and fortum (1 gram, frequency and route not reported). At the time of this report, the outcome of the peritonitis event was unknown and extraneal therapy was ongoing. No additional information is available.